Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No specific device failure has been reported. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huyj0165 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex st hernia patch mesh, reference number 5950008, lot number huyj0165 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with ventral hernia and small bowel obstruction thereby underwent repair with implant of ventralex st mesh. Per operative notes, "there was a 3 cm fascial defect where the small bowel was adherent. The hernia sac was dissected free and a medium ventralex st mesh was placed in the preperitoneal space." On (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent removal of mesh. Per operative notes, "there were adhesions of omentum to the hernia sac. The hernia sac and mesh were removed. A synthetic mesh was placed posterior to the rectus muscles and secured. " attorney alleges that the patient had infection (mrsa) and hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No specific device failure has been reported. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of ventralex st, patient was diagnosed with infection, hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection and adhesions as possible complications. The warnings section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), d. 6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.